Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, during retrieval of the balloon, the shaft may be kinked, and the delivery rod was fractured inside the guiding catheter, which extended the surgical time and increased the surgical risk. The non-boston scientific guiding catheter and balloon were subsequently withdrawn together from the patient. The procedure was completed. There were no patient complications were reported. It was further reported that an 80% stenosed lesion was located in the mildly tortuous and moderately calcified anterior descending artery.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, during retrieval of the balloon, the shaft may be kinked, and the delivery rod was fractured inside the guiding catheter, which extended the surgical time and increased the surgical risk. The non-boston scientific guiding catheter and balloon were subsequently withdrawn together from the patient. The procedure was completed. There were no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.